Event description:
It was reported that the clinic was seeing "dropped telemetry" on carelink transmissions from the patient's device. It was also reported that there was difficulty interrogating the device with the programmer. The clinic noted that the device was implanted subpectorally. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.